Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the distal conductor had blood/body fluid (not obstructed). The outer tubing was torn. There was blood in/on the helix/lobe mechanism (sleeve head). There was blood in/on the helix/lobe mechanism. There was apparent damage at implant. There was a small piece of outer tubing torn at 47 cm; this did not affect the introducer test. Blood was found visible in the helix. Once removed the helix function was normal.

Event description:
Another lead was implanted. No patient complications have been reported as a result of this event.it was reported that during the implant attempt, the lead was attempted but not used because it was hard to get the lead to pass through the introducer. The introducer was tight around the lead at certain locations on the lead. Additionally the helix would not extend. No movement was visible on x-ray after twenty rotations. It was tested again outside the patient, and the helix still would not extend. A new lead was implanted. No patient complications have been reported as a result of this event.